Manufacturer narrative:
This supplemental report was submitted to provide additional details of the reported event. (B3, b5, e1, e2 e3, g2).

Event description:
The reported event was found during inspection before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the no image occurred due to a faulty circuit board. However, the cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to olympus. The evaluation confirmed/duplicated the customer reported event, no image displayed. The no image malfunction was isolated to a defective printed circuit board. Also, the bezel of the monitor was found cracked. The cause of the defective printed circuit board could not be determined. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer high-definition liquid crystal display monitor has an image issue, ¿image does not transfer (power lamp blinks)¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.